Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause of high thresholds was possibly a microdislodgement. All the slack had pulled back in the lead but the tip still appeared to be in the same spot. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.